Manufacturer narrative:
The reported issue was confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be due to stress- or impact-induced fracturing or weakening of internal components . However there was insufficient information to confirm this potential root cause. The device was evaluated and the reported issue was confirmed as it was noted that the isolation circuit card has been damaged severing the solder connection to the isolation card. The isolation card was replaced. Performed pm procedure. Serviced circulation pump, mixing pump. Replaced heater, drain valve and o-rings. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. Correction: d,e,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was booting up to a enter proper boot device message, giving part and price for a new control panel. Per sample evaluation results received via task on 14aug2024, it was reported that the echo channel output connector on the isolation circuit card has been damaged severing the solder connection to the isolation card. Tank seals are torn. Tank harness was found during seal repair to be cut and taped with electrical tape.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device that was booting up to a enter proper boot device message, giving part and price for a new control panel. Per sample evaluation results received via task on (B)(6) 2024, it was reported that the echo channel output connector on the isolation circuit card has been damaged severing the solder connection to the isolation card. Tank seals are torn. Tank harness was found during seal repair to be cut and taped with electrical tape.